Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device changeout procedure, difficulty was experienced while attempting to insert pace sense portion the right ventricular (rv) lead. Troubleshooting was performed, but the lead could not be fully inserted into the device. The lead was reconnected to the old device without any issues. A competitor device was attempted, but again, the lead could not be fully inserted into the header. The physician attempted to insert the lead into the first device again and noted a "burr" mark on the lead connector tip. It was suspected that the damage was due to repetitive screwing and unscrewing of setscrews. The lead tip was moistened and successfully inserted into the device header. Lead measurements revealed impedance measurements greater than 2000 ohms. The decision was made to implant a new pace sense portion of the rv lead. No adverse patient effects were reported.